Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, an issue related to the blower assembly was observed. The device's blower assembly was returned to the manufacturer's quality assurance laboratory for further investigation. The manufacturer found the device's blower assembly to have an internal failure of the bearings.